Event description:
The report stated that seals were not completed, although an end tone, indicating a completed seal, was heard. Another device was used to complete the procedure without incident. There was no bleeding and no pt injury.

Manufacturer narrative:
Date of initial report: 02/04/2009. The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.